Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was on leave of absence. A technical support specialist dialed into the server and queried patient status, found leave of absence (loa) and transfer; consulted interface engineer, advised hospital interface team to send a22 hl7 message. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was on leave of absence and there was no medication profile for the nurses. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.